Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the atrial port. The physician used mineral oil and force and was able to successfully insert the lead. The electrical values were within normal range. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).